Manufacturer narrative:
Continuation of d10: product ID: l-evolutfx-2329; product lot/serial number unknown; product type: compression loading system (cls) product ID: d-evolutfx-2329; product lot/serial number unknown; product type: delivery catheter system (dcs). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the patient had severe aortic stenosis (as). The device was inspected prior to use and no pre-dilation was performed. The valve was implanted via carotid access. After deployment, echocardiogram showed two jets and the team stated the presence of moderate paravalvular leak (pvl). There was moderate leaflet calcification and a very small piece of annular calcium by the left coronary cusp (lcc) which also extended down to the left ventricular outflow tract (lvot). The team decided to downsize the post-dilation balloon and used a 20mm z-med semi-compliant balloon. The patient's blood pressure was fluctuating after the post-dilation, but the pvl appeared to be better on echocardiogram. After some time, the blood pressure began to drop and an effusion was observed on echocardiogram. The team attempted a small pericardial window and drainage, thinking that it was possibly the pacemaker lead that caused a perforation. The bleeding continued and the blood pressure continued to drop, therefore a sternotomy was performed to fully assess the situation and manage the bleeding. Angiogram confirmed a sub-annular fistula below the left main carotid artery. When the bleeding subsided, the team decided to keep the patient in the cardiothoracic intensive care unit (cticu) to see if the bleeding would clot off. The patient woke up with verbal communication, however the patient later passed away in the cticu. Per the physician, the small speck of calcium by the lcc may have contributed to the annular rupture upon post-dilation.